Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump shuts off when plugged into charger. It was reported that the pump touch screen was delayed in responding to presses, insulin keeps suspending, and "screen will not turn off by itself." Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.